Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed sodium on a patient sample that repeated in higher when processing on the alinity c processing module. On (B)(6) 2021, sid (B)(6)generated sodium 104 mmol/l, repeated 137 mmol/l. The account uses a sodium reference range of 136 to 145 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8. Was this device serviced by a third party? No. The complaint evaluation included a ticket trending review, labeling review and information provided by the customer. During the evaluation, it was noted that previously, the customer demanded a replacement of the instrument due to many hardware problems. Since the customer had earlier demanded a replacement, the instrument had been deinstalled and a new alinity instrument was installed. Trending review determined no adverse trend for falsely depressed results for the product. There are no non-conformances related to this issue. Return testing was not completed as returns were not available for alinity c ict sample diluent. A review of the product labeling concluded that the issue is sufficiently addressed. The alinity ci series operations manual troubleshooting and diagnostics, observed problems ¿ depressed results, provides multiple probable causes and corrective actions for depressed results. Use error may have contributed to the customer¿s issue as the sample volume was low. A product deficiency could not be determined as the trend review and lot search for alinity c ict sample diluent did not identify an increase in complaint activity for the current issue. No additional issues were identified. Based on the evaluation, no product deficiency was identified.